Event description:
The pt is a (B)(6) year old male with a history of advanced arthritis in the right shoulder. On (B)(6) 2009, the pt had a right shoulder hemiarthroplasty using a biomet stem. He did well until the fall of 2010 when he was removing a computer from a car and felt a pop in the right shoulder. On (B)(6) 2010, he underwent a second right shoulder surgery that involved a reverse total shoulder replacement un-cemented. During that procedure, the existing humeral stem was revised to allow a better angle of impact to implant the glenosphere. The pt's first post-op follow up examination was (B)(6) 2010. The examination revealed dissociation between the glenoid base plate and the glenosphere. The pt was taken emergently to the operating room for revision. The surgeon inspected the hardware and noted that the screws were intact, with no evidence of screw loosening, malposition, or placement issues. The existing hardware was not replaced and the only change was to increase the thickness of the tray using a polyurethane pad that affixes to the tray. The surgeon felt that use of the pad was necessary to improve stability.